Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. As received, a partial lead was returned in two pieces with the helix found extended, stretched and clogged with blood/tissue. Visual inspection found two external insulation abrasions breaching the right ventricular cable lumen and superior vena cava cable lumen at the middle region of the lead with inner coil lumen and etfe cable coating intact. One external insulation abrasion breaching the ring electrode cable lumen with inner coil lumen and etfe cable coating intact between shock coils. Electrical testing was normal. The cause of the external insulation abrasions is consistent with friction to another device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.